Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (lcd not powering on) was isolated to an open l602 resistor on the computer/analog board. The root cause for the open l602 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor's lcd does not power up.